Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient reported being hospitalized. Information regarding date of medical intervention, description of medical intervention, extent of injury, other medications, and current condition of patient was not provided by the consumer.

Manufacturer narrative:
Data received (B)(4) 2013 confirms an inaccurate blood glucose reading for sensor inserted (B)(6) 2013.